Event description:
The customer reported that a pt was burned at the pad site during cardiac ablation procedure. Only one pad was used in the procedure. The burn was not noticed at the time the pad was removed, but was noted during the pt's post-op visit two weeks after the procedure. No treatment was provided.

Event description:
On (B)(6) 2010 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (b)(46) 2010 at 7:00 pm the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On (B)(6) 2010 at 11:00 pm the patient experienced the symptom of trembling (shaking). The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin on a sliding scale. Troubleshooting revealed the test strips were correct and the patient had correctly replaced the battery. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the reported meter power issue, and she received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: not provided

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure c19 defective. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.